Manufacturer narrative:
Corrected data: in the initial report it was reported that the manufacturing date for the system was 9/11/2001 however, the manufacturing site has provided the date as may 2001. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter phone number (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had refractive surgery on (B)(6)2017 and presented post treatment with central islands in both eyes. Visual acuity pre-op: right 1.0 refraction -7.25 -1.50 10, left 1.0 refraction -6.75 -1.50 170. Visual acuity post-op: right 0.6, left 0.6. Visual acuity in both eyes as above without improvement with lenses